Event description:
Caller states that she tested 1.9 inr on the coaguchek xs system and 1.2 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.